Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the host pc was not booting up. Upon functional testing, engineer found that operating system and application cannot be read. The engineer reconnected the hard disk and memory module. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not be started. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Troubleshooting actions showed a problem with the host pc. The fse reconnected the os disk and returned the system to use in good working order.